Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not perform the load fill tubing process during the load sequence resulting in air being delivered instead of insulin to the customer. Customer's blood glucose (bg) was 238 mg/dl. Customer administered a correction bolus via the pump to address bg. Tandem technical support successfully guided customer through load fill tubing sequence.